Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4. It was noted that imaging was difficult due to anatomy. One clip was implanted without issue. A second clip was prepared and advanced into the anatomy. The clip was positioned and deployed, however, after release the clip became partially detached from the septal leaflet. A third clip was positioned to stabilize the partially detached clip and further reduce tr to grade 1.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported migration associated with the clip partially detaching from the septal leaflet per the physician is due to a tethered septal leaflet and possibly too tension on the device in order to correct the septal hugger trajectory. Therefore, the reported migration is related to patient and procedural conditions. Image resolution was attributed to patient and procedural conditions as difficulties visualizing the clip during the procedure was reported due to patient anatomy. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4. It was noted that imaging was difficult due to anatomy. One clip was implanted without issue. A second clip was prepared and advanced into the anatomy. The clip was positioned and deployed, however, after release the clip became partially detached from the septal leaflet. A third clip was positioned to stabilize the partially detached clip and further reduce tr to grade 1.